Manufacturer narrative:
The service engineer evaluated the ventilator and replaced the humidifier chamber. The ventilator passed self-testing.

Event description:
It was reported that, while in use on a patient, the volume being delivered on a 980 ventilator was different than the set volume.the patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.